Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, it was noted that the left ventricular lead dislodged. Since the operation was prolonged, the lead was unable to pass through the guidewire. The lead was not used and replaced successfully. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.